Event description:
Customer reportedly received the following results on the compact system within 10 minutes: 155 mg/dl, 177 mg/dl, 160 mg/dl, and 550 mg/dl. The customer did not provide the location where the discrepant results were obtained. No quality controls used. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent. Accu-chek compact system: meter, test strip lot number 20655942. Expiration date 01/30/2008.

Manufacturer narrative:
The suspect product is the compact test drum.